Manufacturer narrative:
Service was dispatched. Beckman coulter field service engineer (fse) reported issue caused by an intermittent reference valve failure. Fse replaced the valve to resolve the issue.

Event description:
The customer reported that the au 5400 clinical chemistry analyzer generated erratic sodium, potassium and chloride patient results. The patient results were reported out of the laboratory. There has been no report of a change to patient treatment in conjunction with this event. The affected samples were repeated with different results on another unknown system. The customer reported that the qc (quality control) prior to the event was within the laboratory established ranges.